Manufacturer narrative:
During further investigation, a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. Debugging the power management pcba, open solder cracks not making contact with the trace were found on r31 (resistor). As a result, r31 on the pm pcba was soldered to the trace. A final evaluation of the board found no failures and the ventilator powered up into normal ventilation mode. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the r31 open solder crack not making contact with the trace on the pm pcba created the 111b error code.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit does not deliver airflow. There was no user involvement.